Event description:
It was reported that after changing the dexcom g6 sensor and transmitter, the user received a ¿cgm offline¿ message on the ilet while the dexcom app continued to display readings; restarting the ilet restored cgm connection and insulin delivery, and the user reported hyperglycemia with a highest blood glucose of 302 mg/dl. Symptoms included no acute clinical effects. Outcomes included no need for medical intervention, no ketone testing, no alerts above 300 mg/dl for over 90 minutes, and no use of backup therapy. Investigation included troubleshooting and education, during which the device was restarted and cgm pairing was re-established. Investigation of this case revealed a cgm signal loss and pairing failure limited to the ilet. It was concluded that the event resolved after restart with no further assistance needed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.